Event description:
A customer reported experiencing a cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, technical support arranged to replace the customer's pump with an updated version. The customer was informed about the backup therapy plan involving multiple daily injections, the procedures for returning the faulty pump, and that additional training materials would be available in their tandem source account. The customer understood and acknowledged all instructions provided and requested a signature for the delivery of the replacement pump.